Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The event date listed is an approximate date. (B)(4).

Event description:
It was reported that the patient experienced an device infection, including (B)(6) on one of the leads. The implantable cardioverter defibrillator (ICD) system was explanted and the patient was treated with antibiotics. After the system was explanted, the patient experienced a small hematoma over the pocket where the device was extracted. The patient wore a life vest until a new system could be implanted. The system was later replaced. No further patient complications have been reported as a result of this event.